Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the deivce was inserted and deployed without difficulty, however a cuff miss had occurred. During the attempt to remove the device, the physician encountered resistance and discovered that the device could not be removed. The lever was moved without difficulty. The physician checked under fluoroscopy and visualized a wire located outside the shaft. The patient was taken to surgery for device removal. It was discovered that the black shaft was broken and the foot of the device was at a right angle to the artery. A single foot was connected to the wire. It was reported that after surgery the patient feels "well". There are no reports of further adverse patient sequelae.